Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the customer did not have the necessary items to complete the reset and planned to call back for further assistance.